Event description:
The device was placed in 2003 and placement was verified by x-ray. Three of the four supplied t-fasteners were used. There were no complications during placement. Pt had been receiving enternal feeds for approx 36 hours. No residuals on a pm shift and prior to event date and none on the following am shift, surgery service was consulted on the event date, secondary to abdominal distention and pain. Pt was found to have peritonitis. The gastrostomy (tube) was found to be extraluminal by interventional radiology. Pt was taken to the o.r. For exploratory laparotomy and revision of gastrostomy. Pt was noted to be presistently hemodynamically unstable throughout the procedure, and with systolic blood pressure in the 70's prior to the induction of anesthesia. The gastrostomy tube balloon was noted to be deflated, but it was not checked to determine if it was intact. Pt was noted to have a large amount of tube feeds in the peritoneal cavity. Following the procedure, the pt was transferred to the surgical ICU in unstable condition. Pt expired less than 1 hour post-surgery. Cause of death: peritonitis secondary to tube feed extravasation. One pt involved.